Event description:
It was reported by the sales rep that right bipolar surgery done on (B)(6) 2024. Surgeon listed a revision bipolar (pji hip in eot) periprosthetic joint hip infection. Yes replacement was done with new bipolar cup and femoral head. Note: pji means periprosthetic joint infection. This case was scheduled in emergency operating theatre to do a revision bipolar.

Manufacturer narrative:
The following devices were also listed in this report: 22.2mm std lfit v40 head; cat # 6260-9-122; lot# 20707658 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.